Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior tibial artery. After a non-bsc guide wire crossed the lesion, a 1.5mmx20mmx142cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 5 atmospheres for 5 seconds, it was noted that the pressure gauge of the indeflator did not increase. The device was removed completely from the patient and upon inspection of the device, balloon rupture was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.